Manufacturer narrative:
The internal identifier for this report is (B)(4). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: a beckman coulter field service engineer (fse) was dispatched to evaluate the customer's instrument. The fse inspected the instrument and identified possible clogged samples that may have introduced gel into all the electrodes' membranes, likely causing gap issues. The fse performed alignment of the fa repeat section, replaced the sodium, potassium, and chlorine lines. Calibration was performed. All verification testing passed within instrument specifications. In conclusion, the reported event was likely caused by a hardware malfunction. The problem was confirmed. Beckman coulter has not implemented any initial corrective actions or preventive actions.

Event description:
The following event was reported: the ion-selective electrode (ise) suddenly yielded erroneous results. Customer reported that they replaced reference valve. They also reported a negative anion gap. Foamy bubbles were visible in the cup; the customer changed the sample pot. Customer reported that the sample pot replacement may not have caused foaming and has disabled cell one. There was no report of death or serious injury.